Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a severely tortuous segment of proximal lad. The device was not able to cross an existing stent. Another stent was used.

Manufacturer narrative:
Combination product: yes.